Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Initially, fse replaced the small syringe, stator face, and rotor seal; however the issue did not resolve due to issues with contamination. Next, fse replaced the large syringe and the 2-way buffer valve for buffer #2 which was effective in reducing the sample total area. The customer was subsequently able to run calibration and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure: total area- dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due failure of the large syringe and 2-way buffer valve.

Event description:
It was reported that the customer received intermittent, high total area flags with specimens on their g8 analyzer. When the customer repeated the specimen; however, the total area result was acceptable. Technical support (ts) instructed the customer to perform a precision study (n=20) to confirm the sampling precision. Precision results were: mean 5.21 and cv 0.6%. Ts instructed the customer to continue to monitor samples and to call back if the issue reoccurred. The customer called back three days later to report that they were receiving intermittent, high total areas. The customer attempted to troubleshoot by changing the needle but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.